Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: the device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient presented with scratchy feeling in the left eye one day post lasik. The patient was noted to have stage one diffuse lamellar keratitis (dlk). The previously prescribed topical steroid eye drop was increased and the patient was prescribed an oral steroid. The patient is scheduled for follow up at a later date. Additional information provided states that the patient's symptoms have resolved. The patient is no longer using the oral and topical steroids but is using artificial tear drops as needed.